Manufacturer narrative:
Date sent: 10/19/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not advancing, were falling out and were scissoring. It was not reported how the procedure was completed. There were no adverse consequences to the pt.